Event description:
It was reported by the customer that their insulin pump had cracks around the display window, however failure analysis reported that the customer's insulin pump has intermittent button response due to corroded keypad traces. No additional information was provided.

Manufacturer narrative:
Pump passed displacement test. Intermittent button response due to corroded keypad traces. Cracked case near lcd window corners, cracked lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.